Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the jaws of the force bipolar (fb) instrument were out of alignment. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fb instrument jaws were not stuck on the tissue. There was no unexpected tissue removal or unexpected bleeding. Instrument release kit (irk) was not used. It was not known if there was any physical damage to the instrument. No fragment falling into the patient. The jaws of the fb instrument were misaligned, which reduced the gripping force. Prior to attempting to remove the instrument, the instrument jaws were stuck in closed position. The fb instrument was not removed together with the cannula. The customer used a backup instrument to continue with the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting force bipolar (fb) jaws misalignment and failure to open, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fb instrument was analyzed and found to have a bent grip, causing side to side misalignment of the grips. There was a 0.036¿ offset at the tips. Further investigation found a dislodged molded insulator at the distal end to be related to the reported complaint. In addition, the instrument was found to have dried residue on the clamping pulleys. The complaint regarding the reported issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.